Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "all-polyethylene and metal-backed tibial components are equivalent with bmi of less than 37.5" written by jared toman, md, richard iorio md, and william l. Healy md published by clinical orthopaedics and related research published online 14 october 2011 was reviewed. The article's purpose was to determine whether (1) a non-age and activity selected patient population would have equivalent survivorship and complication rates (reoperation, osteolysis, tibial implant loosening) using apt and mbt tibial implants, (2) a bmi of greater than 37.5 would affect survivorship in the mbt cohort, and (3) a historical control population with apt components used in an elderly, low-demand population would maintain previously reported survivorship at long-term follow-up. Data was compiled from 823 knees in 664 patients who underwent tka between 1999 and 2007. All implants were depuy. Cement manufacturer is not identified. Patellar resurfacing was not discussed. Depuy products: pfc all poly tray (apt), pfc femoral component, depuy mbt tray, insert, femoral component adverse events for apt group: 1)deep infection (treated with revision) 2)instability (treated with revision) 3)"stiffness" (treated with revision or manipulation) 4) "extensor mechanism interruptions" (treated by "return operating room" and no further information provided) 5) synovitis or "clunk" (treated by arthroscopic debridement) adverse events for mbt group: 1)deep infection (treated with revision) 2)"tibial failures" (treated with revision - no further information provided) 3) supracondylar fracture (treated by "return operating room" and no further information provided) 4)"stiffness" (treated with revision or manipulation) 5) "extensor mechanism interruptions" (treated by "return operating room" and no further information provided) 6) synovitis or "clunk" (treated by arthroscopic debridement).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.